Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed for all parts as not all lot numbers are available. For the parts reported with lot number, the device manufacturing quality records indicate that the released components met all requirements to perform. As intended. Trend analysis: no trend considering the following event is identified: revision due to overcorrection event description: it was reported that a female adolescent, born (B)(6)2001, was diagnosed with idiopathic scoliosis in 2012. The patient (sh-051) participates in the ide study (B)(6). On (B)(6)2013 the patient received the initial vertebral body tethering system from t7 to l1 consisiting of dynesis screws and dynesis pet cord. The surgeons informed the patient about this off-label use of the dynesis system prior to implantation. One year post-surgery the patient was revised due to overcorrection on (B)(6) 2014, refer to (B)(4) during revision the old tether was replaced with a new tether, further a pleurectomy from t7 down to l1 and a nerve block were performed. The patient was revised a second time on (B)(6) 2018 due to overcorrection (subject to this complaint). During revision the tethering system was replaced by a spinal fusion from t5 to l3. Review of received data: - the following x-ray analysis has been performed by a health care professional hcp: on (B)(6)2013, off-label use right-sided anterior vertebral body tethering system from t7 to l1 consisting of dynesys screws and dynesys pet cord was performed due to idiopathic scoliosis on an 11-year-old girl. X-rays of the preoperative state of scoliosis are not available. Within 3-4 months an overcorrection developed. At the request of the patient, the thether was replaced in the previous segments on (B)(6) 2014. The first available post-operative x-rays (patient standing) from (B)(6)2014 show an implant material inserted on the right side with right-sided thoracic scoliosis angle according to cobb of about 32 degrees. 14 months later on (B)(6)2015, the scoliosis angle is unchanged at about 32 degrees without any evidence of loosening of the implant components or implant failure. The x-ray follow-up 9 months later on (B)(6)2016 showed only a slight increase in the scoliosis angle from 32 degrees to about 34 degrees without any indication of implant loosening or implant failure. On the x-ray of the thoracic and lumbar spine on (B)(6) 2017 a clear increase in the scoliosis angle from the previous approximately 34 degrees to about 52 degrees is recognizable in comparison to the previous x-ray on (B)(6)2016. On the following radiological follow-up less than 10 months later on (B)(6)2018, an almost constant scoliosis angle of approximately 50 degrees is shown without any indication of loosening of the implant components or implant failure. Despite replacing the tether with a longer tether for overcorrection it continued to an overcorrection with a marked trunk shift of the patient. On (B)(6) 2018, the posterior spinal fusion and segmental instrumentation with autograft and allograft bone grafting t5 through l3 was performed as the last option from the perspective of the surgeon. The post-operative follow-up 6 days after surgery on (B)(6)2018 shows the posterior segmental instrumentation dorsal with the pedicle screws still in place with significant reduction in scoliosis. - x-ray conclusion: since there are no preoperative x-rays available the need for a right-sided correction surgery by tethering t7 to l1 on (B)(6) 2013 cannot be assessed. The reason why the surgeon performed the corrective surgery on the right side cannot be verified with the help of the available documents. Due to a developing overcorrection within 3 to 4 months after the operation on (B)(6) 2013, the revision surgery was performed on request of the patient on (B)(6)2014 with the replacement of new thether. There are no follow-up x-rays between the surgery on (B)(6)2014, so an overcorrection mentioned in the surgery report of (B)(6)2014 cannot be assessed. The post-operative radiological follow-up on (B)(6)2014 and (B)(6) 2015 shows a slight right-convex scoliosis grade I according to cobb, each about 32 degrees, taking into account a possible measurement error. A possible slight increase in the scoliosis angle of about 2 degrees can be seen on the current x-ray 9 months later on (B)(6) 2016, taking into account a possible measurement error. In the follow-up, a radiologically significant increase in the scoliosis angle to about 50 degrees can be seen on (B)(6) 2018, taking into account a possible measurement error. - history and physical report, dated (B)(6) 2013: history of present illness: the patient is an 11 yo female with h/o adolescent idiopathic scoliosis who is admitted prior to anterior vertebral body tethering. Patient was first diagnosed in february 2012 by her pcp. Patient has since worn multiple braces and currently wears a nighttime and daytime brace. Sxs have continued to progress. Openclinica form, dated (B)(6)2013: dob: (B)(6)2001 gender: female height: 131 cm weight: 26.6 kg bmi: 15.31 date of initial surgery: (B)(6)2013 surgical approach: thoracoscopic access operative levels: t7-l1 no. Of incisions: 3 pleurectomy: yes screws: 7 (ref: (B)(4). Staples: 7 (ref: (B)(4). Pet cord: 1 (ref: (B)(4). Screw/locking cap: 7 (ref: (B)(4). Bracing: yes device malfunctions: no post-op complications: no surgery complications: no operative notes, primary implantation dated (B)(6)2013: date of surgery: (B)(6) 2013 surgeons: (B)(6) md facility: (B)(6) hospital preoperative diagnosis: juvenile idiopathic scoliosis procedure performed: anterior vertebral body tethering, right-sided t7 to l1 complications: none indications for procedure: we told her that this was an off-label use of the zimmer dynesys system. Description of procedure: three 3 cm stab incisions were made along the anterior axillary line. Screws were placed bicortical whenever possible. They were able to place the screws at the top most, the middle and the bottom incision. The tether was introduced from the inferior incision all the way to the top screw and was gently compressed while the tether was within the screw heads. Then the set screws were placed at each level until maximum correction was reached. Copy of implant stickers, dated (B)(6)2013: - 2 x dynesys ref: (B)(4). Lot: 2687763 - 2 x dynesys ref: (B)(4). Lot: 2687763 (only 1 used) - 2 x dynesys ref: (B)(4).lot: 2693466 - 2 x dynesys ref: (B)(4).lot: 2693466 - 1 x dynesys stabilizing cord ref: (B)(4). Lot: 2698557 - 7 x depuy staples ref: (B)(4). - 1 x hemasorb orthocon ref: (B)(4).lot: 10069 operative notes, revision surgery dated (B)(6)2014: date of surgery: (B)(6)2014 surgeons: (B)(6)md facility: (B)(6) hospital preoperative diagnosis: adolescent idiopathic scoliosis with overcorrection, status post tether procedure performed: removal of the old tether and replacement with a new tether with a pleurectomy from t7, down to l1 and a nerve block at approximately t5, t6, t7, tb, t9, t10, t11, t12. Complications: none indications for procedure: the patient is a 12-year-old girl who had underwent a vertebral body tethering approximately 1 year ago. She subsequently overcorrected over the span of 3-4 months. Description of procedure: we gained access to her lung space. She had scarring that had occurred with the screws and the lung. We went ahead and worked around that scar tissue. I opted to cut between t12, l 1, and t11, t12, because I felt these were the bottom level and I did not need a tether at those levels. I went ahead and removed the set screws at the other levels and then placed a tether back in. I left the middle set screw alone because I wanted to leave some slack in the tether because she has overcorrected and I want to make sure she does not continue to overcorrect. The intraoperative x-rays looked good. Copy of implant stickers, dated (B)(6)2014: - 3 x dynesys set screw ref: (B)(4). Lot: 2699345 - 1 x dynesys set screw ref: (B)(4).lot: 2734896 (wasted 3) - 1 x dynesys stabilizing cord ref: (B)(4).lot: 2751522 - 1 x dynesys ha padicle and set screw ref: (B)(4). Lot: 2701342 (set screw only) - 1 x hemasorb abyrx ref: (B)(4). Lot: 10101 progression note, dated (B)(6) 2018: the report states that the patient is doing very well. She has a significant trunk shift over to the left side, and an inclinometer reading of approximately 15 degrees. Her incisions are clean, dry, and intact. X-rays: I reviewed her x-rays with them, which show an approximately 55-degree left thoracolumbar curvature. Plan: I have recommended a posterior spinal fusion for the patient. They have gotten a 2nd opinion by dr. Betz's group who is recommending removal of the old tether, and placement of a new tether. I told her that it is not FDA (food and drug administration) approved. Operative notes, revision surgery dated (B)(6) 2018: date of surgery:(B)(6)2018 surgeons: (B)(6) md facility: (B)(6) hospital preoperative diagnosis: adolescent idiopathic scoliosis in the thoracic and lumbar spine procedure performed: 1. Posterior spinal fusion, t5 through l3. 2. Posterior segmental instrumentation, t5 through l3. 3. Ponte osteotomy, t8-t9. 4. Additional ponte osteotomy, t9-t10. 5. Additional ponte osteotomy, t1 0-t11. 6. Additional ponte osteotomy, t11- t12. 7. Additional ponte osteotomy, t12-l 1. 8. Additional ponte osteotomy, l 1-l2. 9. Autograft and allograft bone grafting was placed between t3 through l3. Complications: none indications for procedure: the patient had undergone a vertebral body tethering procedure and then subsequently underwent a replacement of the tether with a longer tether for overcorrection. Unfortunately, she continued to overcorrect. One option was to do a posterior spinal fusion, which comes with some loss of mobility. Further, the patient was on oral contraseptives , which increases the risk of having a blood clot, especially given that she has history of femoral vein thrombosis. Description of procedure: longitudinal midling incision from level of t5 to l3. A subperiosteal dissection of all bony landmarks from l3 up to t5. Pedicle screws were placed from t5 through l3. After the o-arm spin, I felt that the l3, l2, and t12 screws on the right side needed adjustment. There really was no space to put the t12 screw in, given that there were screws in the front, so I left that screw out. With the l2 and l3, we just took a less medial trajectory. I did emg testing afterwards and did not notice any significant emg activity. The l3 screw was aimed superiorly toward the endplate to maximize purchase. It appeared to catch a part of the disk, but given it was within the fusion mass, I did not want to risk taking it out and losing purchase. Thus, I left it in. The spine deformity was reduced by translating the spine to the rod. X-rays were obtained that demonstrated excellent position of the instrumentation and excellent coronal and sagittal alignment. Crushed cortical cancellous allograft was placed directly posteriorly in the spine from t5 through l 1. The locally harvested autograft was placed in the lateral gutters with the majority going into the left lateral gutter. The right lateral gutter was a combination of autograft and allograft. Somatosensory evoked potential, emg, and motor evoked potential monitoring were performed and no significant events occurred at any time. Device analysis: no product was returned to zimmer biomet for in-depth analysis, as the parts remain implanted. Review of product documentation: - compatibility: the reported product combination was approved by zimmer biomet. - surgical technique dynesys top-loading spinal system sap doc: dynesys is a dynamic stabilization (neutralization) system for the lumbar spine (l1-s1). The goal of the dynesys system is to realign and restabilize dynamically unstable segments. The system supports a controlled range of motion by suppressing discovertebral diskynesia (instability). Surgical technique dynesys dynamic stabilization system sap doc: indications: the dynesys spinal system is indicated to provide spinal alignment and dynamic re-stabilization in skeletally mature patients up to 5 contiguous levels primary discopathy (spondylosis) and spondylarthrosis in combination with: hypomobile discopathy; degenerative retrolisthesis (up to grade I) hypermobile discopathy; degenerative antelisthesis (up to grade I) degenerative spondylolisthesis (up to grade I) mono- or multisegmental lumbar stenosis with or without degenerative spondylolisthesis contraindications: scoliosis 10 degree at the affected level(s). Root cause analysis: the reported devices were used in an off-label use. Following the risk assessment of the cord and the screws for the reported event. Further, all risks and causes related to the reported devices are listed in the applicable risk documents. Root cause determination of the screws using sap dfmea: - breakage, failure of the system due to incorrect implantation => possible: as the reported devices were used in an off-label use. - breakage, failure of the system due to incorrect implantation => possible: as the reported devices were used in an off-label use. - breakage, failure of the system due to incorrect implantation => possible: as the reported devices were used in an off-label use. - insufficient knowledge about product, surgical technique and IFU due to wrong implantation => possible: as the reported devices were used in an off-label use. Root cause determination of the cord using sap dfmea: - loss of function due to improper loading in structural deformities (high grade spondylolisthesis and/or stiff kyphosis) => possible: as the reported devices were used in an off-label use. - loss of function due to insufficient knowledge about the product, the surgical technique, the IFU => possible: as the reported devices were used in an off-label use. - failure of the surgery, bad clinical outcomes due to inadequate training or unavailable surgical tehnique => possible: as the reported devices were used in an off-label use. - loss of function due to deviation from surgical technique => possible: as the reported devices were used in an off-label use. Conclusion: it was reported that a female adolescent, born oct 16, 2001, was diagnosed with idiopathic scoliosis in 2012. Following diagnosis the patient has worn multiple braces at nighttime and daytime. The patient (sh-051) participates in the ide study nct02897453. On jun 21, 2013 the patient received the initial vertebral body tethering system from t7 to l1 consisiting of dynesis screws and dynesis pet cord. The surgeons informed the patient about this off-label use of the dynesis system prior to implantation. The patient subsequently over-corrected over the span of 3-4 months. Over-correction complications may occur in cases in which the vbt procedure is performed in the early stages of growth and the tether is applied too tightly. Depending on the amount of over-correction and growth remaining, a second surgical procedure may be required to adjust the tension of the tether. One year post-surgery the patient was revised due to the over-correction on (B)(6)2014. During the revision the old tether was replaced with a new tether, further a pleurectomy from t7 down to l1 and a nerve block were performed. According to the progession note on (B)(6)2018 the patient was doing very well. Nevertheless, the patient still shows a significant trunk shift over to the left side, and an inclinometer reading of approximately 15 degrees. The x-ray follow up shows an approximately 55-degree left thoracolumbar curvature. Therefore, the patient was revised a second time on (B)(6)2018 due to adolescent idiopathic scoliosis in the thoracic and lumbar spine. During revision the tethering system was replaced by a spinal fusion from t5 to l3. X-rays were obtained during revision that demonstrated excellent position of the instrumentation and excellent coronal and sagittal alignment. All treatments, consisting of three surgeries and office visits, were performed by the same surgeon in the shriners hospitals for children. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The dynesys system from zimmer is an alternative method of treatment for degenerative diseases of the lumbar spine. Therefore, the dynesys system is not intended for treatment of adolescent idiopathic scoliosis. As already stated by the surgeons, the usage of the dynesys system in the mentioned patient was identified as an off-label use. Aditionally, the system was combined with depuy staple implants. Therefore, based on the given information and the results of the investigation, we identified the usage of the dynesys within this patient as an off-label use. Further, review of the medical documentation did not reveal any device malfunctioning. However, no device investigation could be performed as the screws remained in the patient and the retrieved implants were not returned for investigation. The revision of the tether system to a spinal fusion was performed due to the presence of the approx. 55-degree left thoracolumbar curvature. Therefore, based on the given information and the results of the investigation at this point in time, the overcorrection as well as the revision surgery could not be traced back to any device malfunctioning. Should more information become available a reassessment will be performed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-00670.

Manufacturer narrative:
Concomitant medical products: item: dynesys tl, set screw, catalog #: 01.03810.006, lot #: 2699345. Item: dynesys lis, stabilizing cord, 200; catalog #: 01.03711.200, lot #: 2751522. Item: unknown dynesys set screw spine impl.; catalog #: unkn., lot #: unkn. Item: dynesys tl, ha pedicle screw, cannulated + set screw, 7.2x50; catalog #: 01.03957.250; lot #: 2701342. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The DHR check could not be performed for all parts as not all lot numbers are available. For the parts reported with lot number the device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting additional information was sent on june 28, 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: the same patient underwent a previous surgery reported in (B)(4). The following reports are associated with this event: 0009613350 - 2018 - 00668; 0009613350 - 2018 - 00669; 0009613350 - 2018 - 00671; 0009613350 - 2018 - 00672. .

Event description:
It was reported that a patient was initially implanted with dynesys implants and underwent second revision due to over correction approximately five years post implantation. The surgeon confirms, that no hardware was removed during second revision, but additional screws were placed. Note: the dynesys products remain implanted. Hence, no explantation date is captured.

Manufacturer narrative:
D11 - concomitant medical products and therapy dates detail of product item # 0103711200 item name dynesys lis, stabilizing lot # 2751522 item # 0103810006 item name dynesys tl, set screw lot # 2699345 item # 0103956035 item name dynesys tl, ha pedicle screw, cannulated + set screw, 6.0x35 lot # 2963466 item # 0103956035 item name dynesys tl, ha pedicle screw, cannulated + set screw, 6.0x35 lot / # unk item number lookup item # 0103957250 item name dynesys tl, ha pedicle screw, cannulated + set screw, 7.2x50 lot /# 2701342 correction: b3 - d4 - g4 - g7 - h2 - h10 a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).